Manufacturer narrative:
Analysis of the pump revealed the pump motor had a feedthru anomaly with shorting across the insulator.

Event description:
It was further noted that through the analysis the implant date provided did not match with the system status logs. According to the log, 2,007 days had elapsed prior to the device receiving the pump for analysis on (B)(6) 2014. Therefore the correct implant date would be on or very near to (B)(6) 2008 which was prior to the use by date of (B)(6) 2009. As previously coded, the reported logs indicated a low battery reset.

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2014 (B)(6), ((B)(4)): it was reported that there was a dosing error. The pump was refilled a week prior to the report and now the alarm sound. After telemetry, it was determined that the dose was at ¿0¿, but the pump volume and ¿timing alarm¿ was correct. It was stated that the event reoccurred after 12 hours. The pump was replaced. The patient¿s status at the time of the event was alive and no injury. There were no patient symptoms or complications associated with the event. The pump was used to deliver lioresal. 2014 (B)(6) (rp): the document contained no new information.